Manufacturer narrative:
(B)(4). Concomitant medical product: unknown maxim femoral component, catalog#: unknown lot#: unknown. Unknown maxim bearing, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00163, 0001825034-2018-00165.

Event description:
It was reported that the patient is being considered for a revision surgery to address implant breakage. It was noted that the fractured component is clearly visible on the xrays, however, it is not known what product had broken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-rays provided were sent to hcp for review. Minimal radiolucency was seen along the bone cement interface along the medial tibial plateau with bony fragmentation or heterotopic ossification along the lateral aspect of the joint space. Additionally, on the ap film, the tibial tray demonstrates prominent appearance within the joint space with a horizontal bar present which may suggest loosening of the tibial component on the lateral film, the tibial tray is also abnormal with prominent metallic hardware within the joint space, suggestive of possible disassembly. There is a linear metallic focus within the posterior soft tissues of the knee as well. No radiolucency seen on the lateral film. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision due to unknown reasons. All components were removed and replaced with competitor components. X-ray review of the components noted minimal tibial radiolucency, bony fragmentation or heterotopic ossification, and locking bar back out from the tibial component. Attempts have been made and no further information has been provided.